Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer states that: "this is the first day we work with our new system and after two studies it was already out of order." "The system was in standby and we heard a big noise from the tube." "Then we heard noise like water with air on it."